Manufacturer narrative:
(B)(4). G2: foreign - event occurred in south africa. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the surgeon was attempting to inserting a screw the driver fractured. The surgery was completed no harm or delay to the patient or user. Attempts have been made and all information has been provided.